Event description:
Patient in radiology for a CT when the external ventricular drain was moved from on top of the patient after the CT the transducer was no longer connected to the 3-way stopcock and appeared to have broken off at the connection.